Event description:
The handheld and flashcard were received for analysis. Analysis of the flashcard was completed on (B)(6) 2014. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on (B)(6) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the nurse¿s handheld device was freezing intermittently and was unreliable. A hard reset was performed but the issue did not resolve. It was confirmed that the programming wand was functioning as expected. A replacement was provided but the faulty handheld device and software flashcard have not been returned to date.